Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that while in use, this m300 would intermittently shut down and the pt would be discharged. The m300 was removed from use and there was no pt injury reported. The m300 was examined by the hospital biomedical tech who reportedly was able to reproduce the symptom. (B)(4).